Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received universal surgical manipulator (usm) for the failure analysis and the reported error was confirmed but not replicated. The usm was tested on an in-house system and triggered no errors. Also, it was tested on the patient side cart fixture test platform (pftp) and passed all tests. Upon further investigation, there was no fluid intrusion or physical damage.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced usm to resolve the issue. The system was verified and ready to use. Isi) has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, universal surgical manipulator (usm) 2 insertion axis was not free to move message appeared during surgery. It was reported the message only appeared for usm 2. Technical service engineer (tse) did not find any usm 2 related message for insertion axis. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were placed prior to the issue occurring. The issue happened at the end of the case. The arms all worked throughout the case until the very end, so the surgeon just finished up laparoscopy. The port incisions were not increased in size and they did not have to place additional ports. The patient tolerated everything well.